Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turned on. Customer stated they already tried to replace the battery 3 times. Customer stated the contact on the battery cap was neither missing nor damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.